Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software issue. A field service engineer spoke with customer and instructed him to check the network cable to ensure it was not plugged into an incorrect network port on the wall, and to verify that the cable was seated properly from the wall, as well as not connected to an incorrect port at the station and customer moved the network cable on the wall jack to the correct pixies port, and once this was completed, the station came back online and was communicating normally. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the server, which located on ormain. The customer rebooted the station, all plugs were checked, and the ethernet and power cables were disconnected and reconnected, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.